Manufacturer narrative:
The hanger bar has been asked for in return for examination.

Event description:
As stated in incident description form 2009-(B)(6): resident was sitting in a chair with sling underneath her when caregiver hooked the 4 clips onto the hanger bar. Caregiver attempted to lift resident using the remote, the hanger bar stayed with the resident using the remote, the hanger bar stayed with the resident and the t-bar separated from the exhanger bar and continued to raise. There were no injuries. An arjohuntleigh investigator has examined the device and found that the hanger bar had a broken pin, a function test was performed and showed that the unit is working fine but hanger bar is non-functional and unsafe. Unit has been taken out of service until unit can be repaired. (B)(4).